Manufacturer narrative:
Oshima, tsukasa, et al. (2025). Wearable cardioverter defibrillator causing wound dehiscence after subcutaneous implantable cardioverter defibrillator removal. European heart journal - case reports (2025) 9, ytae683. Https://doi.org/10.1093/ehjcr/ytae683.

Event description:
It was reported per article of interest literature review that an 18-year-old male was implanted a subcutaneous implantable cardioverter defibrillator (s-ICD). Inappropriate shocks due to t-wave oversensing occurred several times and could not be avoided by changing the settings. Therefore, replacing the s-ICD with a transvenous ICD (tv-ICD) system was planned. The s-ICD was removed first, and the tv-ICD implantation was scheduled one month later due to the patients personal reasons. Meanwhile, wearable cardioverter defibrillator (wcd) was used to prevent sudden cardiac death. Although the incision wound around the xiphoid was clear one week after the s-ICD extraction, wound dehiscence was observed 3 weeks later. The fitting algorithm showed that the wcd size was suitable for the patient and a bigger size was too loose to detect his electrocardiogram properly. The authors speculated that the patient had tightened the shoulder strap more than we had instructed, causing the chest band to be pulled up and causing friction from the chest band to the wound, resulting in the wound dehiscence. Transvenous ICD was successfully implanted after the wound was totally healed by local antibiotics, gentamicin sulphate to cover epidermal resident bacteria, with vaseline and by wcd cessation. No additional adverse patient effects were reported.